Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. No moisture damage found inside the insulin pump. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer received a button error on the insulin pump, following exposure to moisture when the customer entered a hot tub and forgot he was wearing it. Customer's blood glucose was unknown. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.